Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion during a manual transmission. Troubleshooting steps were taken to no avail. The caller was referred to device clinic for follow up in-clinic to rule out a telemetry issue on the implantable pulse generator (ipg). Patient may bring the remote monitor to verify if able to read the implantable device before going home. The monitor remains in use. The device remains in use. No patient complications have been reported as a result of this event.